Event description:
While surgeon was attempting a transluminal endarterectomy using tec and fluroscopy, the tip of the guidewire broke off. Surgeon had to perform a bypass graft to retreive the broken off tipdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: guidewire. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.